Event description:
Patient arrived to clinic on (B)(6) 2022 with damage to his driveline after having it caught on a restaurant door. Patient applied electrical tape which was removed in clinic and rescue tape applied.